Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "thickening and abundant amount of fibroglandular tissue" and capsular contracture, baker grade unknown. This record is for the right side. It is unknown if the device was explanted. It is unknown if the device will return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.